Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced "free flow of potassium chloride" during therapy. The device was programmed to infuse 50 ml per hour with a dose of 20meq and vtbi of 100mls as a primary infusion during patient transport in an ambulance. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device passed flow rate testing during evaluation and no part could be determined for causality. The device was determined to meet all product specifications related to the reported event. The reported free flow was not verified. Should additional relevant information become available, a supplemental report will be submitted.